Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as an unspecified mistake made by the patient. On an unreported date, the patient was hospitalized for the event. The patient was treated with injection vanco (1 gram stat, route, frequency, and duration not reported) and injection fortum (intraperitoneal, 250 mg in each bag, frequency and duration not reported) for peritonitis. The action taken with dianeal therapies was not reported. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on aseptic technique. No additional information is available.